Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1gex3, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1gex3, ubd: 21-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said the lead had ¿failed¿. The patient said the impedance was bad and they weren¿t getting any results. The patient said they stopped getting results 3-4 months before the lead was replaced. A return of symptoms was reported. The patient had a lead replaced 2-3 months ago. No further complications were reported.